Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of complication of device removal ("I've had for surgery to remove essure and my last on was week and it was so complicated") and device dislocation ("they couldn't find it") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and abdominal pain upper ("having sharp pain in may stomach"). The patient was treated with surgery (removal of surgery). Essure was removed. At the time of the report, the complication of device removal, device dislocation and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, complication of device removal and device dislocation to be related to essure. The reporter commented: patient reported as she walked two miles to day and she had have lost some of her mucus plug and oh my im in pain. Concerning the injuries reported in this case, the following I ve had for surgery to remove essure and my last on was week and it was so complicated,they couldn¿t find it, having sharp pain in may stomach were reported via social media: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('damage it caused and I have fragments still in me.'), device dislocation ('they couldn't find it'), complication of device removal ('I've had for surgery to remove essure and my last on was week and it was so complicated'), pregnancy with contraceptive device ('worry over losing my son because a coil was by my amniotic sac the whole time') and seizure ('seizures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device, live birth (child did not grow), parity 3 (three girls before essure) and postpartum depression. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain upper ("having sharp pain in may stomach"), panic attack ("I had a panic anxiety attack"), anxiety ("anxiety"), pain ("pain"), bipolar disorder ("I have bipolar ") and perinatal depression ("postpartum depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, hysterectomy and removal of surgery). Essure was removed. At the time of the report, the device breakage, device dislocation, complication of device removal, seizure, abdominal pain upper, anxiety, pain, bipolar disorder and perinatal depression outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, anxiety, bipolar disorder, complication of device removal, device breakage, device dislocation, pain, panic attack, perinatal depression, pregnancy with contraceptive device and seizure to be related to essure. The reporter commented: she walked two miles to day and she had have lost some of her mucus plug and oh my im in pain. Mother had a pregnancy on essure ((B)(4)- this main case with all events), that resulted in male baby a. With very weak immune system (this linked child record: (B)(4)). Mother had an other pregnancy on essure((B)(4)) with delivery of a female k. That did not grow (child case: (B)(4)). ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device dislocation, abdominal pain upper, complication of device removal and seizures". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-dec-2019: follow-up 3, 4 and 5 processed together. New events: bipolar disorder and postpartum depression added. New reporter added. Outcome of pregnancy: mother had a pregnancy on essure ((B)(4)- this main case with all events), that resulted in male baby a. With very weak immune system (this linked child record: (B)(4)). Mother had an other pregnancy on essure( linked report (B)(4)) with delivery of a female k. That did not grow (second child case: (B)(4)). On 2-dec-2019: social media received. New event : device breakage added. New reporter added. Medical history added. On 18-dec-2019: quality safety evaluation of ptc. Incident : no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('damage it caused and I have fragments still in me.'), device dislocation ('they couldn't find it'), complication of device removal ('I've had for surgery to remove essure and my last on was week and it was so complicated'), pregnancy with contraceptive device ('worry over losing my son because a coil was by my amniotic sac thw whole time') and seizure ('seizures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device and live birth. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain upper ("having sharp pain in may stomach"), panic attack ("I had a panic anxiety attack"), anxiety ("anxiety"), pain ("pain"), bipolar disorder ("I have bipolar ") and perinatal depression ("postpartum depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, hysterectomy and removal of surgery). Essure was removed. At the time of the report, the device breakage, device dislocation, complication of device removal, pregnancy with contraceptive device, seizure, abdominal pain upper, anxiety, pain, bipolar disorder and perinatal depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, anxiety, bipolar disorder, complication of device removal, device breakage, device dislocation, pain, panic attack, perinatal depression, pregnancy with contraceptive device and seizure to be related to essure. The reporter commented: she walked two miles to day and she had have lost some of her mucus plug and oh my im in pain. Patient experienced another episode of pregnancy which is captured under (B)(4). ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device dislocation, abdominal pain upper, complication of device removal and seizures". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. New events: anxiety, panic attack, pregnancy with contraceptive device, device ineffective, pain nos were added. New reporter added. On 2-dec-2019: foll0w-up 3, 4 and 5 processed together. New events: bipolar disorder and postpartum depression added. New reporter added. On 2-dec-2019: social media received. New event : device breakage added. New reporter added. Medical history added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they couldnt find it'), complication of device removal ('ive had for surgery to remove essure and my last on was week and it was so complicated') and seizure ('seizures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant) and abdominal pain upper ("having sharp pain in may stomach"). The patient was treated with surgery (removal of surgery and surgery to remove essurre). Essure was removed. At the time of the report, the device dislocation, complication of device removal, seizure and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, complication of device removal, device dislocation and seizure to be related to essure. The reporter commented: she walked two miles to day and she had have lost some of her mucus plug and oh my im in pain. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device dislocation, abdominal pain upper, complication of device removal and seizures". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2019: information received via social media. Event" seizures" was added from deleted case (B)(4) . Reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("they couldn't find it") and complication of device removal ("I've had for surgery to remove essure and my last on was week and it was so complicated") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), complication of device removal (seriousness criteria medically significant and intervention required) and abdominal pain upper ("having sharp pain in may stomach"). The patient was treated with surgery (removal of surgery). Essure was removed. At the time of the report, the device dislocation, complication of device removal and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, complication of device removal and device dislocation to be related to essure. The reporter commented: patient reported as she walked two miles to day and she had have lost some of her mucus plug and oh my im in pain. Concerning the injuries reported in this case, the following I ve had for surgery to remove essure and my last on was week and it was so complicated, they couldn¿t find it, having sharp pain in may stomach were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('damage it caused and I have fragments still in me.'), device dislocation ('they couldnt find it'), complication of device removal ('ive had for surgery to remove essure and my last on was week and it was so complicated'), pregnancy with contraceptive device ('worry over losing my son because a coil was by my amniotic sac the whole time') and seizure ('seizures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device, live birth (child did not grow), parity 3 (three girls before essure) and postpartum depression. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain upper ("having sharp pain in may stomach"), panic attack ("I had a panic anxiety attack"), anxiety ("anxiety, I need a sister insist of a anxiety attack"), pain ("pain"), bipolar disorder ("I have bipolar "), perinatal depression ("postpartum depression") and vaginal discharge ("with essure it was funky, foul smell") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, hysterectomy and removal of surgery). Essure was removed. At the time of the report, the device breakage, device dislocation, complication of device removal, seizure, abdominal pain upper, anxiety, pain, bipolar disorder, perinatal depression and vaginal discharge outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, anxiety, bipolar disorder, complication of device removal, device breakage, device dislocation, pain, panic attack, perinatal depression, pregnancy with contraceptive device, seizure and vaginal discharge to be related to essure. The reporter commented: she walked two miles to day and she had have lost some of her mucus plug and oh my im in pain. Mother had a pregnancy on essure ((B)(4)- this main case with all events), that resulted in male baby a. With very weak immune system (this linked child record: (B)(4)). Mother had an other pregnancy on essure((B)(4)) with delivery of a female k. That did not grow (child case: (B)(4)). ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device dislocation, abdominal pain upper, complication of device removal and seizures". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: added reporter. Added event with essure it was funky, foul smell. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('damage it caused and I have fragments still in me.'), device dislocation ('they couldnt find it'), complication of device removal ('ive had for surgery to remove essure and my last on was week and it was so complicated'), pregnancy with contraceptive device ('worry over losing my son because a coil was by my amniotic sac the whole time') and seizure ('seizures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device, live birth (child did not grow), parity 3 (three girls before essure) and postpartum depression. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain upper ("having sharp pain in may stomach"), panic attack ("I had a panic anxiety attack"), anxiety ("anxiety, I need a sister insist of a anxiety attack"), pain ("pain"), bipolar disorder ("I have bipolar ") and perinatal depression ("postpartum depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, hysterectomy and removal of surgery). Essure was removed. At the time of the report, the device breakage, device dislocation, complication of device removal, seizure, abdominal pain upper, anxiety, pain, bipolar disorder and perinatal depression outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, anxiety, bipolar disorder, complication of device removal, device breakage, device dislocation, pain, panic attack, perinatal depression, pregnancy with contraceptive device and seizure to be related to essure. The reporter commented: she walked two miles to day and she had have lost some of her mucus plug and oh my im in pain. Mother had a pregnancy on essure (2018-138069- this main case with all events), that resulted in male baby a. With very weak immune system (this linked child record: 2019-226518). Mother had an other pregnancy on essure(2019-226517) with delivery of a female k. That did not grow (child case: 2019-226519). ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device dislocation, abdominal pain upper, complication of device removal and seizures". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jan-2020: quality-safety evaluation of ptc (product technical complaint). Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.